Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for the 6944 lead (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the distal conductor (not obstructed) and the outer tubing overlay cosmetic environmental stress cracking. Evaluation summary for the defibrillator (B)(4): no anomalies found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the lead is in process; the results will be forwarded when available. Evaluation summary for (B)(4): no anomalies found.

Event description:
It was reported that the device, the right ventricular lead and the right atrial lead were the cause of the patient's chronic pain syndrome. The device and leads were explanted. No patient complications have been reported as a result of this event.

Event description:
It was reported that the device, the right ventricular lead and the right atrial lead were the cause of the patient's chronic pain syndrome. The device and leads were explanted. No patient complications have been reported as a result of this event.